Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer alleged pump was not delivering insulin properly. During troubleshooting with a healthcare provider, insulin was not observed exiting the tubing. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.